Event description:
A customer reported to baxter (B)(4) of a blood solution transfer set with a not fully inserted luer lock that was noticed during the priming step. There was no clinical consequences reported. No patient was involved. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was not confirmed. There was no issue related to leakage nor blockage was found from the analysis of the returned sample; hence, the root cause cannot be determined. The reported issue was not confirmed on the unit received from the customer. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.